Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Lot # requested but not provided. Phone # not provided. (B)(4). Investigation: no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation- ****update***** the complaint was reopened to evaluate the lot # provided. The product was not returned to assist with the investigation. No notes of relevance found in the work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation. ************************************************ no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation and the inability to retrieve the device". Cook will reopen its investigation if further information is received. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/10/2016 and is as follows: patient alleges that a gunther tulip filter was placed via the jugular vein on (B)(6) 2007 for dvt. Patient alleges that outcomes attributed to the device include: device unable to be retrieved due to suspected epithelialization in vena cava wall. Patient alleges no additional complaints at this time. Patient alleges one unsuccessful attempt to retrieve the device on (B)(6) 2008.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received february 23, 2017: it is alleged in the pending lawsuit that pt suffers the inability to retrieve the device and other: believed epithelialization.